Manufacturer narrative:
Concomitant: product ID 3777-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead. (B)(4).

Event description:
It was reported there was a power on reset (por) condition. It was not specified which code it was. A por reset was performed. There were no signs or symptoms associated with the event.